Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The Date of event is unknown. The date entered in section B3 is based on the customer report of "Medical event occurred on 2026-06-19 or early 2026-06-20".All pertinent information available to Abbott Diabetes Care has been submitted.

Event description:
An error message issue was reported with the Abbott Diabetes Care (ADC) device. A customer reported encountering "sensor not active" error message with the ADC device and the customer was unable to obtain glucose readings. As a result, the customer became hypoglycemic and experienced a loss of consciousness. The customer was able to regain consciousness and self-treat with glucose gel for treatment. There was no report of death or permanent impairment associated with this event.